Event description:
It was reported that inadequate capture and decrease in pacing impedance were noted on the right ventricular (rv) lead dislodgement. The physician suspected dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, and low pacing lead impedance. The reported events of inadequate capture and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the helix and by applying torque to the connector pin, the helix could be extended and retracted. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination did not find any indication of conductor fractures except for the damage found consistent with procedural damage. Visual inspection of the lead did not find any anomalies.